Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4568-53 implantable pacing lead (B)(6) 2000; 6945-65 implantable tachy lead (B)(6) 2000. (B)(4).

Event description:
The patient reported that the device was beeping. The patient also reported swelling and numbness in the left arm. Follow up was done with the patient¿s clinic and found that the patient was seen in the hospital one day after the initial report complaining of syncope and dizziness due to ventricular tachycardia (vt)/ ventricular fibrillation (vf) episodes. There were no alerts noted. The patient was later seen in the clinic and the device was interrogated to determine if the device alerted and no alerts were found. At that time the patient did not mention the numbness and swelling and no swelling was noted by the physician. The device function was normal and it remains in use. No further patient complications have been reported as a result of this event.